Event description:
It was reported that the lead was explanted due to a suspected malfunction. No further information is available at this time.

Event description:
New information notes that prior to explant, high impedance and an insulation anomaly were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.